Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, fentanyl and clonidine via an implantable pump. The patient reported ¿I've been having a horrible time with my pain pump this whole weekend. There are two problems altogether. The connector won't stay on. It won't keep a charge. When I do get it charged, I put it on my pump and after about 2 seconds, it turns itself off. I know it's charged, and I'll turn it back on another minute later because it turns off again. It just won't stay on.¿ the patient stated this has been going on for at least a week, but this past weekend has been where it just turns off during every single bolus request. The patient had to charge 10 times a day and if they don't charge it in between boluses, they won't be able to use it next time so they will have to wait around 6 hours. The patient stated the yellow indicator light will turn on after one use. The patient confirmed they are able to get their boluses sometimes when they charge it in between uses, but sometimes the communicator still turns off when they are trying to use it. The patient stated the communicator indicator light will turn green after charging it and the communicator charging port is not loose/damaged. The patient also mentioned the handset charging block gets really hot to the touch when they unplug it, and stated they hate to touch it unless they have a towel or something in their hand because it's really hot. The patient confirmed they have not been injured or burned in any way because of this charging block being hot. The patient¿s husband came on the line and stated they place the handset and communicator on top of one another and then put them over the pump, but it takes ¿forever¿ to connect to the pump. When asked the event date, the caller stated ¿a long time,¿ and then stated ¿I don't know exactly, but every time we try to get a bolus, the phone would turn to 90% and just sit there¿. While the agent was assisting the caller in obtaining handset serial number and myptm app version number, the caller reported seeing service code 338. The agent reviewed handset and communicator placement considerations and 338 considerations. The caller agreed to monitor and call back for assistance as needed. The agent sent an email to the repair department for a replacement communicator and adaptor kit. The communicator indicator light will come on in between boluses and will die when using it. Port is not loose. No patient injury reported. Additional information was received from a consumer (con) stated that they were continuing to have issues connecting to the personal therapy manager (ptm). The patient had hard time to stay focused on the phone. The patient stated that the ptm was "a horrible system" and it will take them "an hour" to connect. They had twelve boluses per day and if they were able to connect it will be stuck at 90 percent. The agent had patient restart handset and review best connection practices. The patient was able to connect two different times and receive bolus. The agent had patient turn airplane mode on and off. The patient to continue to monitor and call back if unable to connect. Additional information received from the healthcare provider via a clinical study indicated that an increase in the it rate was made secondary to difficulty connecting the devices to administer a bolus. It was noted that the patient continued to experienced persistent difficulty connecting the devices without any further action performed or planned.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory, product ID: hh9020tdd, serial# (B)(6), product ID: pa9000, serial# unknown, product type: multiple therapy, product ID: a820, serial# unknown, product type software: section d, information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.